Event description:
Patient having surgery for bladder tumor, when it was noted that the insulated coating on the wolf cutting loop electrode 24 fr. (No. 8424.1310, lot # 51002263) was melted away in one spot. This caused the loop to malfunction and not work. The cutting loop was switched out and set aside. No patient harm.